Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the high voltage lead was implanted in the outflow tract and dislodged which caused pauses in pacing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.